Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that upon a routine device follow up appointment, this implantable cardioverter defibrillator (ICD) was determined to have declared end of life (eol). The device has been explanted and a request for return has been made. There were no adverse patient effects reported.

Event description:
The device was returned for analysis.